Event description:
International affiliate reported device was used for a laparoscopic gastrectomy in 2005. Site drainage cultured positive for "mrse". The drain was replaced with a new one and antibiotic was administered to the pt.